Manufacturer narrative:
Section a2: age and date of birth: unknown; requested but not provided. Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was fully implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was fully implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) broke at the haptic when inserting. The lens was replaced with another johnson and johnson lens (same model and diopter). There was patient contact, but the extent of patient contact is unknown. No further information was provided.